Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified the taper of the head has debris and damage. The head was submitted for further analysis. Analysis determined a modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris¿ the complaint is confirmed based on the returned device and medical records. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of revision op notes. Revision op notes demonstrated that the patient was revised due to pain, elevated metal ion levels, pseudotumor. There was abundant chalky white transformation of the abductor mechanism and hypertrophic trochanteric bursitis. There was evidence of black corrosion of both the taper and the introitus of the femoral head. The stem and cup were well-fixed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - m / l taper femoral stem # item 00771101600 lot 62356550, unk cup, unk liner. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately two years post initial surgery due to metallosis, elevated metal ions and pain. Intra-operatively, upon removal of the femoral head, there was a large amount of black corrosion of both taper and the opening of the femoral head where the two parts join as part of the prosthetic hip system. Pathology from the revision surgery was consistent with aseptic lymphocytic vasculitis associated lesion (alval). Attempts have been made and additional information on the reported event is unavailable at this time.